Event description:
During routine testing of the device at the service center, the service technician reported that the guy roller bearings were noisy. Since the event occurred during routine testing, there was no delay in procedure or patient involvement.

Manufacturer narrative:
Evaluation in progress but not yet concluded.